Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to migration of electrodes. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 23, 2023.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 27, 2023.